Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: femur. Surgery description: lengthening. Patient information: 22-year-old, male, weight 80 kg, height 170 cm, previous health condition: good. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: breakage of the cable when passing through the dedicated tunnel. Surgeon took out the nail and replaced by fitbone intramedullary lengthening nail taa1140-f-205, reference (B)(4). The complaint report form also indicated: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device was available to complete surgery. The event led to a delay in the duration of the surgical procedure: 1 extra hour. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Patient's current health condition: good. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix continues monitoring the devices on the market.

Manufacturer narrative:
Technical evaluation: the returned device was examined by orthofix quality operations department. The device was subjected to visual and functional check as per orthofix specification. The visual check evidenced that the bipolar cable is broken in correspondence of the connector. The holes on the nail are damaged, due to the attempt to use it. No other damages were detected. In the dimensional check tail left exposed distance have been evaluated by means of digital caliper, (B)(6). The measured value was not in conformance with the specification at which the nail shall be brought for the clinical use. It is possible that the nail was elongated during the back table test performed during surgery. The measurement of the bipolar cable did not show any anomalies. It was not possible to perform the functional check as the bipolar connector is broken. The documental check of compliance certificate of the bipolar cable did not show any anomalies. Final comments: the visual examination confirmed the failure notified; the nail returned has the bipolar cable broken in correspondence of the connector. All the holes of the nail are damaged due to the attempted use. The nail was returned with the tail left extended, this probably happened during the back table test. From the information received and from the evidence collected during the technical analysis it is not possible to identify the root cause of the cable breakage during application. Please refer to the relevant operative technique, reference code fb 2205 opt where the passage of the cable in the instrumentation is described. Orthofix continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: (B)(6). - date of initial surgery: (B)(6)2024. - body part to which device was applied: femur. - surgery description: lengthening. - patient information: 22-year-old, male, weight 80 kg, height 170 cm, previous health condition: good. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: breakage of the cable when passing through the dedicated tunnel. Surgeon took out the nail and replaced by fitbone intramedullary lengthening nail taa1140-f-205, reference (B)(4). The complaint report form also indicated: - the device failure had adverse effects on patient. - the initial surgery was not completed with the device. - a replacement device was available to complete surgery. - the event led to a delay in the duration of the surgical procedure: 1 extra hour. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copy of operative reports is not available. - copy of x-ray images is not available. - patient's current health condition: good. Manufacturer ref: (B)(4). Distributor ref: (B)(4).